Manufacturer narrative:
This report is submitted on july 1st, 2019.

Event description:
Per the clinic, the patient experienced throbbing feeling with and without device use subsequent hospitalisation and the administration of a medication.